Event description:
The customer reported that after three days of use, an air leak was confirmed in the pilot balloon of the tracheostomy tube. The tracheostomy tube was removed and the patient was re-cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.